Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of a rf telemetry anomaly was confirmed in the laboratory via review of the device image. The device was tested on the bench and an anomalous rf state was observed. The cause of the anomalous state could not be determined.

Event description:
It was reported that the device would not interrogate during implant. It was noted that only inductive telemetry was available. Device was exchanged and a new generator was successfully implanted.